Manufacturer narrative:
Visual examination of the returned device found the fractured surfaces of the x15 driver bit was located inside the recess of the driver shaft. Device was then sent for fracture analysis. Fracture analysis revealed evidence of plastic deformation. The plastic deformation of the spring clip and driver tip indicates a quasi-static torsional shear failure. No material defects or abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure unknown. Screwdriver tip broke when inserting a screw during a spinal procedure. Surgery continued using another screwdriver. Nothing left in patient. No delay in procedure. No adverse event reported. Discarded: no return to manufacturer unless local engineering assessment indicates return is required.